Manufacturer narrative:
Additional information was received that the patient was no longer using the device. The patient underwent an ipg replacement procedure per physicians preference. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo either a spinal cord stimulator (scs) revision or an explant procedure for an unknown reason.

Manufacturer narrative:
Date of event: 2013 additional suspect medical device component involved in the event: model #: sc-8116-70 serial #: (B)(4). Description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient will undergo either a spinal cord stimulator (scs) revision or an explant procedure for an unknown reason.